Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters had very little lubricant on them, which made them difficult to insert. The patient was able to fully insert the catheter with the use of a personal lubricant. No medical intervention was reported.